Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 6 states, "inadequate range of motion due to improper selection or positioning of components." Under warnings, "failure of the patient to follow postoperative care instructions involving rehabilitation can compromise the success of the procedure."

Event description:
Patient enrolled in a (B)(6) study reported ongoing limited range of motion of right shoulder approximately seven months post-implantation. The physician noted the patient was non-compliant with prescribed physical therapy exercises.